Event description:
It was reported that, during a lithotripsy procedure, the fiber was used for one hour, and the patient experienced burn(s), hematuria and hemorrhage. It was mentioned the burn(s) were not a serious event and there was no additional treatment that was required to treat the burns. There was an initial follow up visit on (B)(6) 2024 and no subsequent follow up visits. There was no relationship reported between the hematuria and hemorrhage and the device itself. It is possible that there was a relationship between the burn(s) and the device.